Event description:
Customer reported testing with the freestyle meter and getting a result of "hi" (>500mg/dl). The customer took insulin based on this reading which resulted in a severe insulin reaction. The paramedics were called, and upon arrival, tested the customer with a result of 90 mg/dl. A comparison test was then done on the freestyle meter with a result of 120 mg/dl. The paramedics administered glucagon.